Event description:
The article, "cerebrovascular events with self-expanding versus balloon-expandable valves in patients with or without peripheral arterial disease", was reviewed. The article presented a retrospective, multicenter study that compared the risk of cerebrovascular events (cve) with self-expanding vales (sev) vs balloon-expandable valves (bev) in patients with or without peripheral artery disease (pad), stratified by the access route and the complexity of pad (hostile score). Devices included in the study were sapien, corevalve/evolut, portico/navitor, symetis/acurate, and myval. The article concluded that compared with bevs, sevs were associated with higher 30-day and 1-year rates of cve in patients with pad, a finding not apparent in patients with suitable femoral arteries enrolled in randomized controlled trials (rcts). [The primary and corresponding author was tullio palmerini, irccs azienda ospedaliero-universitaria di bologna, via massarenti9, bologna 40138, italy, with corresponding email: tulliopalmerini@hotmail.com]. The time frame of the study was not reported. A total of 1021 patients were included in the study, of which 94 (9.2%) received an abbott valve. In the self-expandable group, he average age was 80.7 years and the majority gender was male. In the balloon-expandable group, he average age was 80.0 years and the majority gender was male. Comorbidities included diabetes mellitus, hypertension, myocardial infarction, prior percutaneous coronary intervention, coronary artery bypass graft, stroke, chronic kidney disease, atrial fibrillation, coronary artery disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, myocardial infarction, prior percutaneous coronary intervention, coronary artery bypass graft, stroke, chronic kidney disease, atrial fibrillation, coronary artery disease.. Complications reported included stroke, bleeding, myocardial infarction, and paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: cerebrovascular events with self-expanding versus balloon-expandable valves in patients with or without peripheral arterial disease.